Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over delivery.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 3797 ml. The fill volume was 2300 ml, which meets iipv criteria. According to the nurse the patient did not report any symptoms of overfill at the time of this event. The nurse stated that the patient has been since this event and no issues were reported. According to the patient he recalls feeling full and experiencing some shortness of breath however, he does not recall the exact date and whether it was related to this iipv event. The patient stated he received a new cycler and has resumed therapy successfully. There was no patient injury or medical intervention.